Event description:
Event description guidant received information that a coronary sinus dissection was found after the coronary sinus was cannulated with the rapido advance guide catheter. The guide catheter had to be advanced past the dissection site in order to place the lead in the anterior vein. The procedure was successful, with normal lead measurments and no adverse patient effects.